Event description:
An ophthalmic surgeon reported that an intraocular lens (iol) was clouded postoperatively. The patient reported a decrease in vision. The surgeon was planning to explant the iol. Additional information has been requested but not received to date.

Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Additional information has been requested but not received to date. (B)(4).